Event description:
It was reported the ventricular lead was replaced due to a fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was a white substance on the outer insulation and an outer insulation cosmetic depression; proximal segment returned and analyzed.